Event description:
Reporter alleged blood glucose measured 30 mg/dl back to back with another professional meter which read 136 mg/dl when testing was performed 5 minutes apart. It was stated another test measured 79 mg/dl back to back with a professional meter which read 147 mg/dl when testing was performed within 3 minutes apart. No actions were taken or treatment received reportedly as a result. A reqeust was made for the return of the suspect device and replacement product was sent.